Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Customer did not require for philips repair service or reported to philips of this malfunction, customer unplugged and plugged in the screen signal cable to fix the issue. After that system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's live image monitor was faulty. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.